Event description:
It was reported the device can not electroshock. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device can not shock during a operational check. Details provided in an update from the source case indicate that the therapy board was replaced and the device was successfully returned to service.